Event description:
It was reported that right atrial (ra) lead had dislodged. This ra lead was explanted and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the right atrial (ra) lead does not appear to be capturing at times, and the right atrial automatic threshold (raat) test was unsuccessful with a failure code or low ER. P-waves went from 4mv down to 1.2mv. The patient will undergo a chest x-ray and be evaluated in person. No additional adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead had dislodged. This ra lead was explanted and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported.